Manufacturer narrative:
Patient information was not made available from the site. 10/27/2015 a medtronic representative, following-up at the site, reported could clearly see that the surgeon was in the bone and the navigation showed it was not in bone. When the surgeon had the screw fully seated, the navigation system showed that he was only about halfway in. 11/03/2015 software analysis was unable to determine probable cause with the information provided. The site declined to allow a medtronic representative to perform a system check-out of their navigation system or to gather patient archives for software analysis. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy of approximately 5 or 6 millimeters. The surgeon was using a suretrak navigated non-medtronic driver. The surgeon began to screw into the bone, however, on the navigation system monitor screen it appeared to still be on the surface of the bone. This did not lead to any complications, and the screw was placed correctly. There was no delay of therapy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.